Manufacturer narrative:
The reported events of high capture threshold and high pacing lead impedance were not confirmed. As received, a completed lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. A visual and x-ray inspection found no anomalies, except for procedural damage.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular lead exhibited a high capture threshold and high pacing impedance. Programming changes were made and the patient experienced no consequences. The patient will continue to be monitored.

Event description:
New information noted that the patient presented to the hospital and the right ventricular lead was explanted and replaced. The patient was in stable condition throughout the procedure.